Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer array placement to the wound infection cannot be ruled out. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include prior surgery affecting skin integrity. Additional note: manufacturing date of (B)(6) is march 31, 2019.

Event description:
A 58-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's caregiver reported to novocure, that the patient had temporarily discontinued optune gio therapy due to a skin reaction. The caregiver indicated plans to resume therapy in september, pending improvement of the skin condition. On (B)(6) 2025, novocure was informed that the patient had been hospitalized since (B)(6) 2025, due to pain and exudate at the surgical resection site. On (B)(6) 2025, the patient underwent surgical intervention, which included debridement and irrigation due to a wound infection. The patient was expected to remain hospitalized for approximately eight weeks and was advised to discontinue optune gio therapy for six months due to the presence of a bone defect. Attempts were made to obtain further information from the prescribing physician; however, no response was received.

Manufacturer narrative:
On october 06, 2025, novocure received additional information from the prescribing physician that the patient had developed a scalp infection, which was attributed to steroid use. The patient required hospitalization and underwent a surgical procedure involving skull removal (last surgical resection occurred on (B)(6) 2024). According to the physician's assessment, there was no causal relationship between the reported event and optune gio therapy.